Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instrument, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Root cause of the event was most likely attributed to design of the device. A design change was implemented in order to prevent this failure mode.

Event description:
During an initial knee arthroplasty, the locking bar inserter fractured while placing the locking bar. No pieces fell in to the patient.